Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high thresholds and high impedance were noted on the right ventricular (rv) lead. Measurements were initially good, however after screwing in the lead, levels jumped. Several attempts made and then the lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.